Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the improper functioning of the m knob during the procedure which has potential to cause tissue damage. It was reported that during an unproctored case, the mitraclip delivery system (cds) did not work properly when the m knob was turned to steer down to the mitral valve. This cds was replaced with another cds. Two mitraclips were implanted reducing the mitral regurgitation grade from 3-4 down to trace. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for the reported sleeve steering issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.